Event description:
The manufacturer received information alleging that would not pass blower test. Determination made that the system board needs replaced to address the issue. The system board was sent to the product investigation lab (pil) for investigation. Pil visually inspected the system board for obvious defects and found none. Pil downloaded and reviewed the original device error log and found instances of a ventilator inoperative condition.